Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.

Event description:
During repair of a dialysis fistula located in the brachial vein, this balloon ruptured at 15 atmospheres when inflated with an indeflator. Also, a piece of the balloon material separated and remained in the vessel. The balloon material was retrieved from the patient with a snare. The age and gender of the patient is unknown. The vessel was described as straight and not calcified. The rate of stenosis is unknown. The product was properly inspected and prepped prior to use. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. This event occurred during the initial inflation of the balloon. The balloon catheter and remaining balloon material was safely removed from the patient. The lesion was successfully treated and there was no reported injury to the patient.